Event description:
It was reported that during a cholecystectomy, defective clip. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis found that instruments a and b were returned with the jaws over twisted. The instruments were cycled and ejected the remaining clips due to the condition of the jaws. The instruments locked out as intended. Instrument c was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. Corrective and preventive actions have been initiated to address the root cause of the findings. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.